Event description:
Caller reported that on (B)(6) 2012, a patient came in with symptoms of hypoglycemia. At 11:15 am, they tested the patient and result was 36 mg/dl on this inform meter. They, then gave the patient 240 ccs of orange juice. The patient was able to drink the orange juice. At 11:43 am, they tested the patient again on this meter and result was 488 mg/dl. At 11:53 am, they drew blood for a lab, result was 97 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.